Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, the functional testing revealed the motor overheated and did not work properly due to normal wear. Device was disposed. Placeholder.

Event description:
Customer reported that the device had no function. This is report 1 of 1 for event #(B)(4).